Event description:
It was reported that surgery was extended due to intraoperative alignment. The surgeon converted to an imhs nail and due to the patient's small anatomy the femur was split.

Manufacturer narrative:
The affected device was returned and evaluated. A functional inspection of the device revealed that hole positions in the nail were within specification. We found no material or manufacturing deviations during our investigation.